Event description:
Customer called and stated the pad doesn't turn off.

Manufacturer narrative:
Based on this limited info, this unit is equipped with a pause timer power switch that is no longer used by bce. Model 155 underwent a design change to add features which replaced the pause timer switch with a "high, medium, low" power level selection switch. The new switch is less likely to fail in this manner due to a more simplistic and robust circuit board. Despite providing a pre-paid return svc label, the product in question has not been returned as of the date of this report.